Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted global technical services (gts) regarding a system error 2240 on the homechoice (hc) unit during dwell 3/5. The caregiver (cg) stated one of the supply bags fell and became disconnected. The technical service representative (tsr) explained the alarm and instructed the cg to cycle power. The cg then reported the hc alarmed with system error 2367. The tsr advised the cg to cycle power again. The cg confirmed to use manual supplies to complete therapy. The tsr also advised the cg to contact the peritoneal dialysis nurse (pdrn) the following morning about the alarm. The lot numbers of the supply bag and cassette were unknown. The sample was discarded. On (B)(4) 2010 product surveillance spoke with the home patient (hp) who stated, he hasn't had any problems with therapy and he was feeling fine. The hp confirmed he discarded his supplies and no companion supplies were available. There was no injury or medical intervention reported. No additional information is available at this time.